Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Patient presented with an anterolateral st elevation myocardial infarction and was emergently transferred to the reporting facility for cardiac catheterization. Access was obtained through the right femoral artery. Angiography revealed a total occlusion of the mid lad. A 2.5x15mm maverick balloon was inserted to the distal lad and inflated to a peak of 8 atm's for a total duration of 90 seconds. There was no reflow beyond the mid lad. Ic verapamil, ntg and adenosine were administered and timi flow improved to 1-2. The balloon was then reinflated to a peak of 8 atm's for a total duration of 120 seconds. The physician then went on to place a taxus express2 3.0x32mm drug eluting stent in the mid lad. The stent balloon was inflated to a peak of 14 atm's for a duration of 120 seconds. The stent delivery system was removed from the patient and repeat angiography revealed no residual, no dissection and timi 3 flow. One more angio confirmed good result. No patient complications occurred and the patient left the ccl in stable condition. Aspirin, integrilin and heparin were administered before the patient had been transferred. Integrilin was ordered for the next 24 hours. Patient was put on lifelong aspirin, plavix for at least one year and congestive heart failure therapy. Three days later the patient was found to have had a repeat anterolateral myocardial infarction. The patient was brought back to the ccl to rule out a subacute thrombosis. The patient had received aspirin and plavix that morning. Heparin and abciximab were administered intravenously as well as IV metroprolol. The lad was totally occluded at the proximal edge of the stent. A maverick balloon was passed down to the distal lad. Ic verapamil and adenosine were administered. The balloon was positioned to the proximal edge of the lad stent and inflated four times up to 14 atm's for a total duration of 195 seconds. It was inflated sequentially in a proximal to distal direction. An aspiration catheter was used to remove the "gross thrombus from the lad." The physician went on to use a 3.5x12mm quantum maverick balloon inflated "from the distal edge of the stent to the proximal edge of the stent sequentially 5 times for a cumulative duration of 195 seconds." Peak atm's was 18. A rio extraction catheter was used to remove the visible thrombus. Multiple passes were performed. A 3.0x12mm taxus stent was deployed at the distal edge of the lad stent. Repeat angio revealed "almost complete resolution of the thrombus. There was a slight residual in the proximal edge of the stent, perhaps 10%." There was no dissection and timi 3 flow. The patient tolerated the procedure well without complications. "There is noted to be a 95% apical lesion right at the wrap around." The patient was put on reopro for 12 hours. Aspirin and plavix were continued as previously prescribed. Multiple attempts to obtain additional information were unsuccessful.